Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 192 mg/dl. Troubleshooting was performed. The programming on the insulin pump had been adjusted by the customer's doctor prior to the event because the customer had been running high blood glucose. The insulin pump passed the prime and high pressure tests. The customer's mother was advised to have the customer checked for scar tissue and other potential infusion site problems. Nothing further was reported.